Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for part # 309.600, lot # 2116962: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 09. March 2005: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit for proximal femur nail antirotation (pfna) broke during surgery on (B)(6) 2017. No surgical delay is reported. No information to the patient outcome. This report is for one (1) drill bit for pfna. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken fragments were removed easily. Procedure was completed successfully. Patient outcome was reported as good with no harm.

Manufacturer narrative:
A product investigation was performed. We have received one drill bit ø 17.0mm, cannulated, f/pfna with article no. 309.600 #lot 2116962 back for investigation. The end of the connection, approx. 20 mm, is broken off. The broken off portion was not sent back. The device shows significant use during its twelve (12) year of lifespan. The cutting edges are rounded and worn. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The broken surface is homogenous what indicates material conformity as well. The inner diameter at the breakage was measured per relevant drawing. The measuring result does show conformity. Unfortunately, we are not able to determine the exact cause of this complaint. Based on the returned condition of the device, we only can assume that accumulated wear in combination with a mechanical overload situation has caused the breakage. No indication for product related issue was found. In this context, we would like to draw your attention on page 4 in the leaflet ¿important information¿ per relevant technique guide: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.